Event description:
Customer returned the device for inspection for an issue of black dots. This issue did not occur during any procedure. There is no patient involvement. Upon evaluation of the returned device, it was observed that the connecting tube image guide serpentine (ig serpentine) coating is peeled off 1 millimeter square or more. This is attributed to deterioration. This medwatch is being submitted for the reportable issue of ig serpentine coating peeled off 1 millimeter square or more as observed during device evaluation.

Manufacturer narrative:
Event date is (B)(6) 2023. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the connecting tube image guide serpentine coating is peeled of 1 millimeter square or more. This is attributed to deterioration. Other observations for the device: due to a pinhole on ch-tube, water tightness is lost; venting connector under grip is shaved and deformed; adhesive on distal end rubber coating (a-rubber) is chipped; due to wear of angle wire, bending angle in up direction does not meet the standard value; abnormal sound made due to damage on angulation lever; to damage on channel tube, channel cleaning brush cannot inserted smoothly; connecting tube has a dent; image guide bundle has significant breakages. And control unit, angulation lever, up/down plate, grip, scope cover, diopter ring, eyepiece have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that the event, ¿coating of the insertion tube peeled off¿, was caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual, ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope", (inspection of the endoscope), identifies the following related verbiage which could have prevented the phenomenon: ¿1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.